Manufacturer narrative:
During technical onsite visit the field service engineer (fse) could not duplicate the secondary energy low warning and successfully completed system verification to specification. Logfile review confirmed the secondary energy too low warning on the date of the event. Root cause is unknown. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a secondary energy low warning during surgery. Warning bypassed and procedure completed with no patient harm.